Manufacturer narrative:
(B)(4).

Event description:
According to the reporter the surgeon could not separate the anvil from the catheter after cutting only one suture strand. Surgeon had to cut the remaining suture strand to separate and remove the catheter from the anvil. Device thrown out at end of the case. No injury to the patient.